Event description:
A healthy pt was prepped with nuprep and eeg electrodes were filled with ten20 paste, then fixed in place with collodion, then the head was wrapped with kling or softkling. The electrodes used were grass gold electrodes, presumably 10 mm in diameter. The pt returned to the lab after a weekend of wearing the electrodes. The technologist removed the electrodes and when she did, each electrode site had a swollen yellow blister under the electrode.